Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the loading unit had a full staple complement. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) esophagectomy procedure. The stapler was being used to transect the azygos vein. After squeezing the handle, neither the staples nor the knife came out. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The jaws of the device did not lock onto the tissue. No device component broke off. In order to resolve the issue and complete the case, used another reload. The new reload was able to be successfully fired using the original handle. There was no patient harm. The patient status is alive, no injury.